Event description:
Additional information received identified the patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly, the issue was resolved.

Event description:
It was reported the patient failed to recharge the ipg as recommended. In turn, the ipg failed to establish communication with external devices. As a result, the ipg was deemed inoperable. Surgical intervention may occur later to address the issue.